Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 11atm. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the target lesion was located in the moderately calcified left anterior descending artery. The balloon was inflated once. The device was simply pulled out from the patient's body. Patient condition was good post procedure.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 11atm. The procedure was completed with another of same device. No patient complications were reported.